Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:42:51. During night drain cycle one, the patient's ultrafiltration reading was 1240 ml, indicating the home patient (hp) drained 1240 ml more than their maximum programmed fill volume of 1500 ml. No further information was available.

Manufacturer narrative:
(B)(4).the device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect at initial drain and the initial drain alarm volume had been met. Should additional relevant information become available, a follow-up report will be submitted.